Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient stated that she tests 10-12 times per day, but the memory in her device only shows 4 entries. She stated that when her blood glucose level was in the 200's and her device suggested a bolus of 12 units of insulin, which she did not take. She gave herself 6 units of insulin instead. Two hours later her blood glucose level was lo. Paramedics were called and she was treated with an IV of glucose. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.